Event description:
Device 1 of 5 reference MFR.report#: 1627487-2019-03960, 1627487-2019-03961, 1627487-2019-03962, 3006705815-2019-01160. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and the leads were explanted and replaced. Patient now has effective therapy.